Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing discomfort at the ipg site (described by the patient as heating) while stimulation is on. Troubleshooting was unable to provide resolution. An impedance check was performed and revealed no anomalies. The patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted.